Event description:
It was reported that the article ¿time to move beyond the legacy of lactate dehydrogenase? Assessing the role of routine lactate dehydrogenase monitoring in heartmate 3 patients¿ reported a single-center, retrospective cohort study of adult patients who underwent heartmate 3 (hm3) left ventricular assist device (lvad) implantation between on (B)(6) 2023 and on (B)(6) 2024. The study questioned whether standing lactate dehydrogenase (ldh) testing still signals hemocompatibility-related adverse events (hraes) in hm3 patients or mostly adds an unnecessary phlebotomy burden, as the hm3 design has sharply reduced rates of pump thrombosis compared with older axial-flow designs. Every ambulatory ("routine") ldh value was examined alongside clinically adjudicated hraes, including stroke, non-surgical bleeding, clinically meaningful hemolysis, or suspected pump thrombosis. Of the patients tracked, 50 hm3 recipients were included in the study. Patients were predominantly male (78%), with a mean age of 55.7 years. Throughout the follow-up period (averaging 522 days), a total of 466 ldh measurements were reviewed. The cohort¿s mean and median ldh values were 260 u/l and 229 u/l, respectively, with both falling well within the normal range. Ldh elevation was seen in a small minority of cases, with only 1.07% of these values crossing the abnormal threshold of =2.5× uln (the upper limit of normal), and none reached =1,000 u/l. Overall, 7.8% of patients experienced an hrae, though no patient experienced outright pump thrombosis. Importantly, no patient who experienced an hrae had an elevated ldh value ever recorded, demonstrating that routine ldh values did not foreshadow clinically meaningful trouble.

Manufacturer narrative:
Section a and d: specific patient information and device serial number are documented as unknown. Khalily, c., karam, a., parker, a. M., vilaro, j. R., aranda, j. M., & ahmed, m. M. (2026). Time to move beyond the legacy of lactate dehydrogenase? Assessing the role of routine lactate dehydrogenase monitoring in heartmate 3 patients. Asaio journal. Https://doi.org/10.1097/mat.0000000000002697. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not be conclusively determined through this evaluation. It was reported that the article ¿time to move beyond the legacy of lactate dehydrogenase? Assessing the role of routine lactate dehydrogenase monitoring in heartmate 3 patients¿ reported a single-center, retrospective cohort study of adult patients who underwent heartmate 3 (hm3) left ventricular assist device (lvad) implantation between on (B)(6) 2023 and on (B)(6) 2024. The study questioned whether standing lactate dehydrogenase (ldh) testing still signals hemocompatibility-related adverse events (hraes) in hm3 patients or mostly adds an unnecessary phlebotomy burden, as the hm3 design has sharply reduced rates of pump thrombosis compared with older axial-flow designs. Every ambulatory ("routine") ldh value was examined alongside clinically adjudicated hraes, including stroke, non-surgical bleeding, clinically meaningful hemolysis, or suspected pump thrombosis. Of the patients tracked, 50 hm3 recipients were included in the study. Patients were predominantly male (78%), with a mean age of 55.7 years. Throughout the follow-up period (averaging 522 days), a total of 466 ldh measurements were reviewed. The cohort¿s mean and median ldh values were 260 u/l and 229 u/l, respectively, with both falling well within the normal range. Ldh elevation was seen in a small minority of cases, with only 1.07% of these values crossing the abnormal threshold of =2.5× uln (the upper limit of normal), and none reached =1,000 u/l. Overall, 7.8% of patients experienced an hrae, though no patient experienced outright pump thrombosis. Importantly, no patient who experienced an hrae had an elevated ldh value ever recorded, demonstrating that routine ldh values did not foreshadow clinically meaningful trouble. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, were documented as unknown. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including bleeding, hemolysis, and stroke, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.